Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported leak was confirmed to be due to a cracked hub. It is likely that rotator on the syringe or flushing device was over-tightened causing the sidearm to crack at the threads. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during air aspiration (device preparation), a 7 x 40mm armada 35 balloon dilatation catheter (bdc) was observed to have a leak from the balloon. The bdc was not used in the patient and there was no patient involvement. A new armada 35 was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.